Event description:
The customer reported a clear fluid leak of approximately 100 ml dripping from the coulter hmx hematology analyzer w/ autoloader onto the floor. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes; no one was splashed or reported injury. No erroneous results were generated for this event.

Manufacturer narrative:
The customer technical specialist (cts) instructed the customer to check pv49. The customer found I beam thru pv49, ff173 to ff183 damaged. The cts guided customer with replacing pv49 tubing. Customer verified instrument performance and no more leak and error messages were observed. Customer will check startup and run qc verification, and call back if needed. Customer has not reported a recurrence of the event as of (B)(4) 2013. (B)(4). Cts assisted customer over phone to fix.